Event description:
During a robotic hysterectomy, the luer lock tip of the 15mm click line outer metal shaft broke off during case. This occurred on the sterile field. Instrument removed from field with broken tip. Field representative from karl storz was notified of the incident.